Event description:
It was reported the patient¿s implantable neurostimulator (ins) was ¿low after six months and had to be replaced.¿ the patient¿s physician ¿thought this was not normal against other inss with the same stimulation.¿ it was stated the ins had experienced ¿premature¿ battery depletion and was replaced as a result. It was ¿unknown¿ if there were any patient symptoms or complications associated with the event. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information indicated that a longevity estimate performed using the patient¿s programmed parameters found the ins was estimated to reach the elective replacement indicator (eri) at 6.89 months and end of service (eos) at 9.89 months. As a result, it was indicated ¿this seemed to be normal battery depletion.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the device had reached ¿normal end of life¿ with okay telemetry and output.